Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance and oversensing. It was also reported there were non-sustained tachycardia (nst) episodes with nonphysiologic sensing. Subsequently, the rv tip electrode was found to be fractured. The pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.